Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. During the procedure, a pre-dilation was performed using a 22mm non-abbott balloon. During device implant, the valve was able to be implanted with 1 resheath at a depth of 5-6mm ncc and 4-5mm lcc. A pacemaker needed to be implanted due to third degree av block after the procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. During the procedure, a pre-dilation was performed using a 22mm non-abbott balloon. During device implant, the valve was able to be implanted with 1 resheath at a depth of 5-6mm ncc and 4-5mm lcc. A pacemaker needed to be implanted due to third degree av block after the procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.